Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- scope communication error, with the most probable cause traced to a component failure and white residue in air water and auxiliary water channels, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a water damage. During the device analysis, the service center technician indicates that a scope communication error(b30) and white residue in air water and auxiliary water channels was found. There was no patient involvement.